Event description:
Additional information received from the patient indicated that the circumstances that led to the recharging issues included the box was in a bad sport and the patient had a hard time charging it and it hurt really bad where it was. The patient was waiting on the insurance company to give the manufacturer to fix it.

Manufacturer narrative:
Date of event was reported as a week prior to (B)(6) 2016.

Event description:
Information received from the patient reported that they had a hard time charging their implantable neurostimulator (ins) for the past week. It was noted that their healthcare professional (hcp) was aware that the ins was in a "bad spot" and was to be repositioned in the near future. The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.